Manufacturer narrative:
Pt had star sliding core mobile bearing exchanged after 12.5 years of implantation. Company report from states sliding core was fractured. Review of device history record shows no anomalies.

Event description:
Pt had star sliding core mobile bearing revised.